Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed with multiple dilatations but did not decrease the pvl. Subsequently, a second valve was successfully implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.